Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: enlw1620c120ee, sn: (B)(4), expiration date: 2013-01-13. Film evaluation summary: the reported limbs pulled out of the common iliac arteries leading to distal type I endoleak was confirmed. The exact cause cannot be conclusively determined from the films provided. Pre-implant anatomy information, films at implant, and earlier post-implant films were not provided for review and comparison. The limbs location at implant were unknown. Post-implant cta's showed that the distal edge of the right/ispi limb is currently floating within the distal aneurysm sac, and there is only about 5 mm distal sealing length on the left side. There may have been disease progression, dilatation of the common iliac arteries since implant. The cta's provided also showed that the iliacs were severely tortuous. It is possible that the severely tortuous iliac arteries combined with dilatation of the common iliac arteries from disease progression may have contributed to the events.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately five years and eight months post index procedure, a CT revealed that the endurant stent graft had a distal type I endoleak coming from the right bifurcated ipsilateral limb and from endurant contralateral limb. The right and left endurant stent graft limbs were observed to have detached from the iliac arteries and migrated proximally. The right endurant stent graft limb was approximately 20 mm proximal to the right common iliac artery and within the aneurysm sac. The left iliac limb had approximately 3 mm to 5 mm of seal zone coverage within the left common iliac artery. The physician does not know the cause of the events. No additional clinical sequelae were reported and the patient is being monitored by their physician.